Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, but ultimately, the customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer's blood glucose level.